Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for erratic blood glucose test results accompanied by symptoms. The customer is concerned with tests results from results obtained of 585, 146 and 575mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired, slight headache, excessive thirst, frequent urination and blurry vision. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.